Manufacturer narrative:
The root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Based on assessment, the product met specifications at the time of release. (B)(4).

Event description:
A physician reported an incomplete cut of the right corneal flap on a patient. The non incision zone was about 1 millimeter in diameter in the paracentral zone. The surgeon used an instrument to fully form and raise the flap. Lasik procedure was completed. Upon follow up, the surgery was completed.